Event description:
Customer reports imprecision with glucose pt results. Results for one pt were provided. First result was 217.30 mg per dl, rerun twice gave 117.36 and 114.66 mg per dl. All results were accompanied by a data flag notifying the user the result was out of their stated reference range. The repeat results were generated within one hour of the first result. Customer states sample type was serum using a 16x100 mm tube and lab processes approx 200 samples per day. Customer states approx 75 percent of samples have the glucose tests ordered. No info was provided to determine if any adverse event occurred. Customer performed pipetting volume check test, calibration and qc which were within specifications.